Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment. The operator connected the patient for rinseback without clearing the arterial air alarm. Treatment was discontinued and half of the patient's blood was not rinseback due to concerns of clotting, resulting in an estimated blood loss of 90cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not follow the appropriate instructions for ending treatment and connecting for rinseback. The user's guide states all alarm conditions must be cleared before end of treatment can occur. The cartridge was not returned for evaluation. The exact cause of the arterial air alarm cannot be determined. The user's guide states possible causes of the alarm as loose connection or disconnection at the arterial access, air in saline for priming, bolus or rinseback, poor flow through the access or clamped patient line. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional training regarding manual rinseback and procedures. There have been no similar problems reported subsequent to the event. Nxstage medical considers this report closed. No additional information will be provided.